Event description:
It was reported that during a follow up in clinic, low pacing impedance and noise resulting in oversensing and pacing inhibition were noted on the right atrial (ra) lead. The physician suspected ra lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.